Event description:
The treating doctor reports the patient had a tooth loss (1.7). The patient required medical intervention from a periodontist. It is unknown if further medical intervention was required. Pain killer and antibiotics were prescribed. The patient didn't stop the use of the product.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No root cause was provided; however, the tooth was not expected to be extracted or lost during treatment. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.